Manufacturer narrative:
Eval summary. The condition reported has been confirmed based on the returned sample. The plunger rod was broken and bent. We were unable to determine the root cause of the break during the inspection of the sample. There were no stress marks cracks or molding defects on the plunger rod that would have contributed to the plunger rod breaking during use. Based on this info, we are unable to conclude if the reported incident occurred as a result of a device malfunction, or due to the application of excessive force by user. Since no manufacturing lot # was provided we were unable to perform a review of the device history record for this product lot. Trend analysis showed no significant trends on this product for the reported condition.